Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system exhibited oversensing resulting in an inappropriate shock. The qrs complex was noted to be wide in all vectors. This device was then reprogrammed. Provocative maneuvers were completed with no noise able to be reproduced. Additional review of the device data was performed. Device data revealed two inappropriate shocks were delivered in in two different episodes. The first treated episodes was attributed to low r-wave amplitude with oversensing of noise. The second treated episode was due to t-wave oversensing. Technical services (ts) confirmed the current programming is appropriate. This system remains in service. No adverse patient effects were reported.